Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. According to the complainant, the physician noted the spaceoar placement looked ideal on computerized tomography (CT) scan and magnetic resonance imaging (MRI). Two months after stereotactic body radiation therapy (sbrt) treatment, the patient has developed an abscess between the prostate and rectum, and subsequently had rectal perforation. Patient was treated with oral antibiotics. Reportedly, magnetic resonance imaging (MRI) was performed again and it showed a walled off gel material or possibly gel mixed with abscess walled off and communicating with the rectum through a perforation. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.